Event description:
It was reported that during use the leadless implantable pulse generator (ipg) exhibited elevated thresholds, and was resolved with unspecified action. The leadless ipg remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the post approval clinical surveillance product surveillance registry clinical study.